Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: patient was implanted medical device on an unknown date, and it was discovered fourteen days later to have the head of the pedicle screw loose from the screw at s1 left. Discovery made when x-ray was taken on (B)(6) 2012. Medical/surgical intervention was needed. No further information was available.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was returned to manufacturer (B)(4) 2012. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. Examination of the raw material testing certificates and the manufacturing records showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The fracture is homogenous which indicates material conformity. No product fault could be detected. Device history record (DHR) was reviewed. No issues were found.